Manufacturer narrative:
Three opened trocar assemblies were received in a small parts tray for the report of leaking. The returned samples were visually inspected and were found non-conforming with a cut in each septum. The provided lot number was incomplete and could not be verified; therefore, a lot history review could not be conducted. The exact root cause for this complaint is unknown, however, a potential contributing factor related to the manufacturing process of the valves has been identified. An investigation has been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a surgeon experienced leaking valved trocars immediately upon insertion during a procedure. The procedure was completed without exchanging the trocars. There was no patient injury. No additional information is expected. This is one of two reports for the surgeon.